Event description:
Customer reported that he had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 200-300 mg/dl. Troubleshooting was performed, and at the time to perform the high pressure test, the insulin pump did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.